Event description:
It was reported that noise that was not reproducible but could cause inhibition due to the amplitude was observed on the right ventricular (rv) lead. Programming changes were made. The rv lead was being monitored remotely.